Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a repair of incarcerated ventral hernia and obstructed transverse colon; exploratory laparotomy with extensive lysis of adhesions; retrorectus posterior fascial on lay of mesh; primary anterior rectus fascial closure; omentectomy; plication of left anterior abdominal wall full thickness flap and placement. She had revision surgery 2 years and 5 months post-surgery. The patient experienced mesh infection, mesh removal.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral hernia and obstructed transverse colon. It was reported that after implant, the patient experienced adhesions, seroma, abscess, open wound, mesh inflamed, granulating and infected. Post-operative patient treatment included exploratory laparotomy with extensive lysis of adhesions, retrorectus posterior fascial on lay of mesh, primary anterior rectus fascial closure, omentectomy, mesh removal, drainage debridement, irrigation of wound seroma cavity, application of wound vac, drainage of intra-abdominal abscess as well as plication of left anterior abdominal wall full thickness flap and placement.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, e1 (facility name, street 1, city, region, postal code), g1, g3, h6 h6 patient codes - e2402 (incision is macerated, yellow gelatinous fibrinous exudate). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral hernia and obstructed transverse colon. It was reported that after implant, the patient experienced recurrence, pain, mesh migration, adhesions, seroma, abscess, open wound, granulating, incision is macerated with clear fluid draining, yellow gelatinous fibrinous exudate, purulent material, inflammation, wadded up mesh, and infection. Post-operative patient treatment included exploratory laparotomy with extensive lysis of adhesions, retrorectus posterior fascial on lay of mesh, primary anterior rectus fascial closure, omentectomy, mesh removal, drainage debridement, irrigation of wound seroma cavity, application of wound vac, drainage of intra-abdominal abscess as well as plication of left anterior abdominal wall full thickness flap and placement.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral hernia and obstructed transverse colon. It was reported that after implant, the patient experienced swelling, loss of enjoyment of life, bloating, digestive issues, soreness, recurrence, pain, mesh migration, adhesions, seroma, abscess, open wound, granulating, incision is macerated with clear fluid draining, yellow gelatinous fibrinous exudate, purulent material, inflammation, wadded up mesh, and infection. Post-operative patient treatment included medication, exploratory laparotomy with extensive lysis of adhesions, retrorectus posterior fascial on lay of mesh, primary anterior rectus fascial closure, omentectomy, mesh removal, drainage debridement, irrigation of wound seroma cavity, application of wound vac, closure of ventral hernia, drainage of intra-abdominal abscess as well as plication of left anterior abdominal wall full thickness flap and placement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. H6: patient code-c64343(incision is macerated). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated ventral hernia and obstructed transverse colon. It was reported that after implant, the patient experienced adhesions, seroma, abscess, open wound, granulating, incision is macerated with clear fluid draining, yellow gelatinous fibrinous exudate, purulent material, inflammation, wadded up mesh, and infection. Post-operative patient treatment included exploratory laparotomy with extensive lysis of adhesions, retrorectus posterior fascial on lay of mesh, primary anterior rectus fascial closure, omentectomy, mesh removal, drainage debridement, irrigation of wound seroma cavity, application of wound vac, drainage of intra-abdominal abscess as well as plication of left anterior abdominal wall full thickness flap and placement.